Event description:
It was reported that the pt's pump was explanted and not reimplanted because she had some "crystallization" at the catheter and there was an "incorrect calculation". It was unclear what the "incorrect calculation" was referring to at the time of this report. The pt had no symptoms. The pt was at home and her status was reported as "good". The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicates bupivacaine and morphine. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.